Event description:
It was reported that the patient had a suspected allergic reaction at the pocket site. The patient was noted to have a rash in the pocket area only. The rash was reportedly discovered the week prior to this report by a health careprovider (hcp) when the patient went in to have a sacroiliac joint injection. It was noted that the injection was not done due to the rash. It was noted that the hcp was still gathering information and explant was not imminent. The patient reportedly had no known metal allergies. It was noted that infection had been ruled out, as the site was not warm to the touch. The following day, it was reported that the hcp and the patient had decided to have the implantable neurostimulator (ins) and leads permanently explanted. Additional information has been requested but was not available as of the date of this report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).